Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734699, lot/serial #: unknown. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues with their cd/dvd drive being unable to read any discs that were being placed into the system. They stated that the light was green and would turn orange like it was reading something but would never proceed. They had rebooted the system and were unsuccessful. The site then mentioned that they were unable to get the disk to eject from the cd/dvd drive and had to manually take the cd out. No patient was present at the time of the event.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the manufacturer representative was onsite and had the electronic picture archiving and communication systems (pacs) burn the cd's again. Once it was re burned in the correct manner the site was able to get the navigation systems to read the discs. The system is running as intended.